Event description:
Reported via medwatch: mw5092128. It was reported that tip sheared off. A 300 cm angled tip v-14 control wire was inserted into a 0.018 non-bsc catheter. However, under fluoroscopic imaging, it was noted that the radiopaque tip was shearing off the wire. The wire and catheter were both removed. A new 0.14 v-14 wire and a new 0.018 non-bsc catheter was used but the same thing occurred. Upon removal, the part of the radiopaque tip came off the wire and remained in the patient. No known patient complications were reported.